Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; however, medical records have been received and reviewed. The investigation is confirmed for perforation of the ivc and limb detachment, but is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4 (PMA/510k). H11: b5 (event), h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f vena cava filter allegedly tilted, perforated, and detached. This information was received from one source. The malfunction involved a patient with no reported consequences. The patient was a 51-year-old female, weight was not provided.

Manufacturer narrative:
The device was not returned for evaluation. The company is still investigating the issue currently. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f vena cava filter allegedly tilted, perforated, and detached. The device and a detached limb were removed percutaneously with the use of forceps and blunt dissection. The current status of the patient is unknown. This information was received from one source. The patient was a (B)(6) year old female, weight was not provided.